Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "textured to smooth replacement" and "serious fluid around." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and seroma-late was received on may 27, 2020 with lot number 1508965. Analysis of the returned device identified: creases fold, wear abrasion, deformation device, cloudy in the gel, red particles in the shell and weigh to the spec. Voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.